Manufacturer narrative:
There was no button error alarm or blank display noted. The pump had no button response due to corroded keypad traces. The displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test were unable to be performed due to no button response. The pump had a scratched display window, scratched case and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 49mg/dl. The customer treated the lows with food. The customer states the device had also powered off completely by itself. The customer states the device did not come back on for about an hour or so. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.